Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary rx uncovered stent was to be used in the upper bile duct during a bile duct stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 1cm stenosis due to bile duct cancer. Reportedly, a prior biopsy was performed to determine diagnosis through spyglass ds system that indicated the implantation of the stent. During the procedure, after reaching the target area, the physician began deployment. However, the upper part of the stent was slightly at the papilla side and the outer marker was located liver side farther than the limit marker, so the stent was reconstrained successfully to adjust the position. The physician again attempted to deploy the stent this time at the desired location, but the lower part of the stent did not come out of from the delivery system.. And while adjusting the stent position, the upper part of the stent moved toward the papilla side. Reconstrainment was again attempted but failed. The 2cm partially deployed stent was removed from the patient. Outside the patient, the stent still could not be retracted. Therefore, the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A wallflex biliary rx stent and delivery system were returned for analysis. The device was received fully mounted on the delivery system. Visual examination of the returned device found that the sheath surrounding the stent was accordioned. In addition, the catheter was bent in multiple spots. The inner shaft was also kinked at multiple spots. During analysis, the stent was able to be deployed. A visual and microscopic examination found no issue with the profile of the reconstrainment band or jacket bond. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as the device was received fully mounted on the delivery system. The damage noted is consistent with the application of excessive force to the delivery system. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015, that a wallflex biliary rx uncovered stent was to be used in the upper bile duct during a bile duct stenting procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 1cm stenosis due to bile duct cancer. Reportedly, a prior biopsy was performed to determine diagnosis through spyglass ds system that indicated the implantation of the stent. During the procedure, after reaching the target area, the physician began deployment. However, the upper part of the stent was slightly at the papilla side and the outer marker was located liver side farther than the limit marker, so the stent was reconstrained successfully to adjust the position. The physician again attempted to deploy the stent this time at the desired location, but the lower part of the stent did not come out of from the delivery system.. And while adjusting the stent position, the upper part of the stent moved toward the papilla side. Reconstrainment was again attempted but failed. The 2cm partially deployed stent was removed from the patient. Outside the patient, the stent still could not be retracted. Therefore, the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.